Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis identified high current drain levels as the cause of the early battery depletion. The cause of the high current drain was isolated to a piece of foreign material that was lodged between the anode and the cathode of two battery filter capacitors. This conductive material created a leakage path that caused the high current drain.

Event description:
Asku